Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 18 myocardial infarction adverse events which are considered serious injury. The relationship of the adverse events to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between 12 july 2022 ¿ 13 october 2023. Patients¿ mean age is 76 years, ranging from 58 - 90 years. 61% of the patients were male, 39% of the patients were female. This report is for quarter 4 timeframe between 01 october 2025 - 31 december 2025. As of 03 october 2025, 12,215 patients were treated with the amulet device.

Manufacturer narrative:
18 myocardial infarction events were reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. However, risk assessment was completed for the reported incidents 127 out of 12,215 (1.04%) subjects experienced device thrombosis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies. No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. B3 - date of event: the earliest event date was used. D4. Primary UDI number: the UDI number is not known as the part and lot number were not provided. D6a - implant date: the earliest implant date was used. This report is for quarter 4 timeframe between 01 october 2025 - 31 december 2025.